Manufacturer narrative:
Additional event description added. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the right external iliac artery dissection could not be determined with the information provided. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient underwent emergency endovascular repair of an acute stanford type b dissection and a ruptured aortic arch aneurysm. According to the report, a 22 fr gore® dryseal sheath with hydrophilic coating was prepared and the hydrophilic coating activated according to the gore® dryseal sheath instructions for use. Reportedly, the sheath was advanced through resistance into the right femoral artery, and three conformable gore® tag® thoracic endoprostheses were deployed without any reported device issues. Touch-up ballooning was performed. Upon withdrawal of the sheath, a right external iliac artery dissection was identified. According to the report, the diameter of the right external iliac artery is unknown. An epic¿ vascular self-expanding stent was implanted in the right external iliac artery to repair the dissection, and the procedure was concluded without further issue. The exact cause of the dissection is reportedly unknown, however resistance was reported as the sheath was inserted into the artery which may have contributed to the dissection. The patient was reported to have tolerated the procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent emergency endovascular repair of an acute stanford type b dissection and a ruptured aortic arch aneurysm. According to the report, as a 22 fr gore® dryseal sheath with hydrophilic coating was advanced through resistance into the right femoral artery, and three conformable gore® tag® thoracic endoprostheses were deployed without any reported issues. Touch-up ballooning was performed. Upon withdrawal of the sheath, a right external iliac artery dissection was identified. An epic¿ vascular self-expanding stent was implanted in the right external iliac artery to repair the dissection, and the procedure was concluded without further issue. The patient was reported to have tolerated the procedure.